Manufacturer narrative:
Product event summary: analysis found that the display was missing pixels and the device could not sense correctly. The printed circuit board assembly and display were replaced. The device was calibrated. The device then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer. It was analyzed and tested out of specification. There was no patient involvement.